Event description:
It was reported that removal difficulties were encountered. A synergy megatron 5.00 x 24mm was selected for use. Friction was experienced when loading the synergy megatron on the guidewire. The synergy megatron was successfully implanted. A lot of friction was encountered during withdraw of the synergy megatron stent delivery catheter. No patient complications were reported.